Event description:
(B) (4). Same case as 2134265-2009-05817. It was reported that post a coronary artery stenting treatment procedure, the patient died. Target lesion 1 was located in the circumflex artery (cx) with a vessel diameter of 3mm and a lesion length of 14mm. Pre-procedure, there was 100% stenosis and post-procedure 3% stenosis. A 3x16mm liberte stent was implanted. There was no attempt made for direct stenting. Target lesion 2 was located in the left anterior descending artery (lad). The vessel diameter was 2.7mm and lesion length of 22mm. Target lesion pre-procedure 100% stenosis and post-procedure 3%. A 2.75x24mm express2 stent was implanted and no attempt was made for direct stenting. The stent-vessel ratio was less than 1.1. An intra-aortic balloon pump (iabp) was used due to shock. The procedure was assessed as a technical success. The discharge date, 10 days later, the patient did not have anginal complaints or silent ischemia. No medication at hospital discharge. The patient experienced a major cardiac event at hospital discharge with an outcome of death. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Manufacturer narrative:
Question1. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. Response: this event was identified during a retrospective review of an international boss marketing initiated trial (mit) that ended may 2008. This mit was not designed to be a formal clinical study and as a result limited data was collected. Our initial communication on this study and planned retrospective filing was submitted to the FDA on april 2, 2009. The information obtained on this event did not include an evaluation of this incident by the physician or a healthcare professional. Question 2: the primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. Response: the information obtained on this event did not include information about an autopsy. (B)(4)

Event description:
(B)(4). Same case as 2134265-2009-05817. It was reported that post a coronary artery stenting procedure, the patient died. Target lesion 1 was located in the circumflex artery (cx) with vessel diameter of 3mm and a lesion length of 14mm. Pre-procedure there was 100% stenosis and prost-procedure 3% stenosis. A 3x16mm liberte stent was implanted. There was no attempt made for direct stenting. Target lesion 2 was located in the left anterior descending artery (lad). The vessel diameter was 2.7mm and lesion length of 22mm. Target lesion pre-procedure 100% stenosis and post-procedure 3%. A 2.75x24 express2 stent was implanted and no attempt was made for direct stenting. The stent-vessel ratio was less than 1.1. An intra-aortic balloon pump (iabp) was used due to shock. The procedure was assessed as a technical success. The discharge date, 10 days later, the patient did not have anginal complaints or silent ischemia. No medication at hospital discharge. The patient experienced a major cardiac event at hospital discharge with an outcome of death. No further data was provided.